Manufacturer narrative:
Batch review performed on 24 sept 2024 gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/11 mm r lot 2240453: 30 items manufactured and released on 03-jan-2023. Expiration date: 2027-12-04. No anomalies found related to the problem. To date, 21 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.